Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/slanted drive support disk. The motor passed motor test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, severely scratched display window, and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the bolus procedure. The caller did not know the blood glucose reading. The customer was about to complete the rewind sequence, but received another motor error. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.